Manufacturer narrative:
Model number: reservoir: 720185-01. Serial number: reservoir: (B)(4). Catalog number: reservoir: 720185-01. UDI number: reservoir: (B)(4). Expiration date: reservoir: 05/13/2017. Manufacture date: reservoir: 05/27/2015.

Event description:
It was reported that the patient experienced urethral erosion with their inflatable penile prosthesis. The device was removed approximately ten days after implant. A 100ml reservoir, pump, and 15cmx12mm cylinders were implanted three years later.